Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was seen on (B)(6) (2021) and the patient's impedances were within normal limits and their parathesisa covered all of their painful areas at that time. The rep was then notified that the patient was returning to the office on (B)(6) due to an increase of pain. The rep was informed by the patient at that time that they had been hospitalized for the past week due to a case of pneumonia. The rep indicated that they did not interrogate the patient's battery. The doctor examined the patient and had them admitted to the hospital. The rep followed up with the office on (B)(6) 2021 to see how the patient was doing and they informed them then that they had their system explanted on (B)(6) 2021. The rep indicated that they were not aware of any factors that contributed to the issue. The issue was resolved at the time of the report. Additional information was received from the rep clarifying that the pneumonia was not determined to be related to their device/therapy. The reason the patient was admitted to the hospital was due to a suspected infection of the battery pocket site. The reason for the device explant was due to a confirmed infection of the battery pocket site. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.